Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter display is cracked and peeling. These issues were not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed. The internal and external examination found all of the components in the correct post deployment positions and undamaged. There was nothing detected with the returned device that would contribute to the reported experience of difficulty advancing the thumb advancer. The device was disassembled, cleaned reset and redeployed without any resistance experienced. Based on the investigation findings, the root cause for the reported difficulty (hiccup) advancing the thumb advancer could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after diagnostic procedure. Reportedly, the thumb advancer hesitated (hiccupped) during deployment. The sheath did split completely and the clip did deploy. The device was removed uneventfully and hemostasis was achieved with the starclose se clip. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.